Event description:
Litigation papers allege that patient experienced pain and discomfort in hip, buttocks, groin and thigh, which has increased over time. Furthermore, patients hip pops, clicks, and catches.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from litigation documents alleges that patient underwent a revision due to pain and discomfort in hip.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 02/16/2016. Supplemental information received. Dor received. Mfg. And exp. Dates for the cup and head updated. Sleeve adaptor added to the complaint. The complaint was updated on: 03/10/2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time.